Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported that on an unknown date, he experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering and was still hospitalized. Action taken with dianeal pd4 ambuflex therapy was not reported. The consumer did not provide a statement of causality. The nurse declined to provide information.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers 11g15h25, 11f22h25, 11e17h25 and 11d19h25 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.